Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient complained of a return of symptoms and long recharge times. The hcp asked the rep to call the patient to check or troubleshoot, but due to covid-19 and the patient living 3.5 hours away, it wasn¿t easy to see them in person. It was noted the patient had a virtual video appointment with their physician in june and the last physical appointment was in january. The patient had not had any falls, procedures, or been around any equipment but did mention they had been putting a heating pad on their back (unrelated to the device). The rep asked the patient to check the device which determined it wasn¿t on. The patient was walked through turning the device back on with their settings as usual and within a few minutes their tremors were starting to get better. It was unknown how the device was off as the patient thought it was on before they called as they had checked the device. The rep then educated the patient on recharging tips with the patient mentioning they felt the device move in their chest a bit, which may be contributing to long recharge times. The patient was able to get the device to 75-100% charged. The rep was going to send some adhesive discs to help get better coupling for longer periods of time. The patient was instructed to follow-up with their hcp if anything else was needed or to inform the rep. Following this the issues were resolved.